Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The top case was chipped and cracked. Motor not running error was found during occlusion test. Error history log review found a motor not running alarm. The root cause of the reported issue was found to be a normal wear. The pump was over 11 years old. Actions were taken to mitigate the reported issue: replaced motor assembly. Performed preventative maintenance.

Event description:
It was reported that the pump had an alarms system failure. No patient injury was reported.